Event description:
The following has been reported: problem: the staff called that the pump display is not working. Action: checked device, replaced display board, verified and tested thru agilia partner maintenance. Resolution: returned to service. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.